Manufacturer narrative:
The hill-rom technician found the right head load cell was damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right head load cell to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed scale was not consistently giving the same weight. The bed was located at the account. There was an injury reported. This report was filed in our complaint handling system as complaint #(B)(4).